Event description:
The initial angio taken at the start of this case indicated that an aorto uni-illiac procedure would be necessary as there was no pulse evident on the right common illaic. Following the successful deployment of the excluder bifurcated endoprosthesis and the successful surgical implantation of a bypass graft in the fem-fem crossover, the final angio indicated that both renals were covered by the trunk ipsilateral component of the excluder bifurcated endoprosthesis. Due to the size of the patient's aorta, there was not a complete proximal seal. (However, there was a good seal below the renals successfully excluding the aortic aneurysm). This was to the patient's advantage as some perfusion was possible to the renal and superior mesenteric arteries. The physician chose to place stents in all three of these arteries to maintain patency